Manufacturer narrative:
Device-c. D6: device returned with no lot identification. There were three instruments returned. The first instrument was returned in good condition. The first instrument fired and formed the remaining clips as designed with no anomalies noted with the clips scissoring. The second instrument was returned with the jaws damaged. No conclusion could be reached as to how the damaged to the jaws occurred. It should be noted that if the jaws are torques or closed over a hard object, the jaws may become damaged and will not form the clips correctly. The third instrument was returned in good condition. It fired and formed the remaining clips as designed with no scissoring of the clips noted.

Event description:
It was reported the er220 was used during an upper lobectomy. It was reported by the affiliate the clips scissored. It did not cut the vessel. This happened with three devices. There was no consequence to the pt.